Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform stapler 60 for failure analysis (fa). Fa confirmed customer reported issue of ¿stapler not moving correctly and was making movements that were not smooth¿. This instrument¿s grip tips were not moving intuitively, they were not following the mtm input commands smoothly. The instrument roll motion was stuck or unable to move freely. The jaw opened and closed properly. The instrument clamped, fired, and unclamped without any issues. A review of the log shows no errors. An additional observation not reported by the site that was related to the primary failure was also observed. Signs of corrosion were found on the instrument bearing. Bearing found at the proximal end of the main tube exhibited orange discoloration. Corroded metal shavings were found stuck to the magnet. This failure caused the intuitive motion and engagement failures of the instrument. Root cause of this failure is attributed to mishandling/misuse. A review of the site's system logs for the reported procedure date was conducted by fse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No video/images were provided by the customer for review. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform stapler 60 moved with unintuitive motion. Poor control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available, the complaint will be re-evaluated.

Event description:
It was reported that during a davinci assisted gastric bypass surgery that the stapler was not moving correctly and was making movements that were described as ¿not smooth¿. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.